Event description:
The customer reported the system's hard drive failed to function properly. Also, an error code message was displayed. No report of pt injury.

Manufacturer narrative:
A ge service rep performed an on site investigation. The hard drive and rotor board were replaced. The system was then found to be operating as intended.